Manufacturer narrative:
Insulin pump had an intermittent button due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 101 mg/dl. Customer stated that the insulin pump was dropped prior to this alarm occurring. Advised the insulin pump will be replaced. Nothing further reported.